Manufacturer narrative:
Correction: (UDI #) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy resection procedure, the device was not able to cut a tissue. When they were using the stapler to close the lower left lung tissue, the doctor gripped the handle to excise and cut the "hair". Now that the staple has just been stitched, the blade did not moved and cut the tissue. The doctor was able to squeeze the handle. The cut was extended due to product issues. They replaced the same type of cartridge and completed the operation. There was no patient injury.